Event description:
It was reported that the patient went to the emergency room due to fatigue and stagger. Upon interrogation, a lead warning was noted for undefined resistance. Noise was also noted during isometrics and pacing was inhibited. Programming was changed from bipolar to unipolar and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.